Event description:
(B)(4) - the dentist reported that after the dental implant was installed in patient's mouth, its non-osseointegration was observed. Moreover, it was informed that the patient presented insufficient bone quality/quantity.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. It was included the implanted and explanted dates.

Manufacturer narrative:
Exemption number: e2015015. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that after the dental implant was installed in patient's mouth, its non-osseointegration was observed. Moreover, it was informed that the patient presented insufficient bone quality/quantity.